Event description:
It was reported the lead point focus system changed the current stimulation settings when one of the saved notes about the settings was clicked. This occurred during a stage one procedure when the lead point focus system for microelectric reporting was used when placing a lead. The manufacturing representative stated that there was a system for using stimulation through the software with hardware controls and it recorded notes about findings with stimulation. The manufacturing representative further stated the system changing the current stimulation could potentially cause overstimulation. The manufacturing representative stated that this was not a significant issue because the stimulation was set at a higher level than what it was changed to. The note was at a low voltage and the setting that was being used was set at a higher level than the not so stimulation was decreased. If the note had been at a higher stimulation, it could have caused overstimulation. When clicking on the notes, there was a distance in the software that was supposed to correlate with the distance on the microdrive, but when the note was clicked on, it changed the displayed depth in the software. Instead of the actual depth were the lead currently was, it displayed the level at which the note was annotated. When the manufacturing representative first went into the stimulation phase of the software, instead of showing the actual depth it displayed 0 to they did not know what depth they were at when starting stimulation. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Event description:
Additional information received reported that when the healthcare professional (hcp) was doing macrostimulation with the microelectrodes in the patient to determine where to position the lead, the notes field was clicked on to edit the note recorded. When the selection was done, the active stimulation was changed to what was stored. The current delivered to the patient was changed based on the stored selection settings. The drive depth display was changed to match that on the selected list and it did not match the actual position of the drive. Stimulation was delivered as unintended, but the patient did not report any sensations. No further troubleshooting was done.

Event description:
Additional information received reported the device was a demo and the serial number was not available.